Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously reactive viral hepatitis a antibody results generated by the unicel dxi 800 access immunoassay system on three patients. Non-reactive results were obtained upon repeat analysis using a different reagent pack. The reactive results were not reported out of the lab. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Hav ab qc level I resulted greater than 2sd high on (B)(6) 2010 prior to and after the event. Qc level I resulted within the established range when a new reagent pack was loaded and prior to repeat analysis of the patient samples. Qc level ii resulted within 2sd range on (B)(6) 2010 after the initial patient samples were processed. Qc level 2 resulted closer to the set mean prior to the customer repeating the patient samples using a new reagent pack of the same lot numbers. A system check performed on 09/27/10 resulted within specifications. The repeat patient results were obtained from an alternative hav ab reagent pack of the same lot numbers. A root cause fort his event has not been determined to date. Note: a discrepancy was noted in the original report: 2122870-2010-00811, submitted on (B)(6) 2010. Original report: date: (B)(6) 2010; patient 1 dxi 800 results: 55; different instrument results: 5. Date: (B)(4) 2010; patient 2 dxi 800 results: 56; different instrument results: 4. Date: (B)(6) 2010; patient 3 dxi 800 results: 52; different instrument results: 2. Units: miu/ml: non reactive: <35miu/ml. Equivocal: <40miu/ml. Reactive: more or equal of 40miu/ml. Corrected report: date patient original results: different reagent pack: date results: (B)(6) 2010; patient 1, original results: 55, different reagent pack: 5. Date results: (B)(6) 2010; patient 2, original results: 56, different reagent pack: 4. Date results: (B)(6) 2010; patient 3, original results: 52, different reagent pack: 2. Units: miu/ml - non reactive: <35miu/ml. Equivocal: <40miu/ml. Reactive: more or equal of 40miu/ml. No other changes have been made to the report.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously reactive viral hepatitis a antibody results generated by the unicel dxi 800 access immunoassay system on three patients. Non-reactive results were obtained upon repeat analysis using a different reagent pack. The reactive results were not reported out of the lab. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Hav ab qc level I resulted greater than 2sd high on (B)(6) 10 prior to and after the event. Qc level I resulted within the established range when a new reagent pack was loaded and prior to repeat analysis of the patient samples. Qc level ii resulted within 2sd range on (B)(6) 10 after the initial patient samples were processed. Qc level 2 resulted closer to the set mean prior to the customer repeating the patient samples using a new reagent pack of the same lot numbers. A system check performed on (B)(6) 2010 resulted within specifications. The repeat patient results were obtained from an alternative hav ab reagent pack of the same lot numbers. A root cause fort his event has not been determined to date.